Event description:
It was reported that "following a 7 hour surgery, skin slough was noted at the ground pad site with infiltration of blood under the skin. Blood was noticed oozing from skin slough site. Pt had received 3500 units of i.v. Heparin during surgery."